Event description:
Physician was attempting to deliver one endeavor resolute drug-eluting stent to a cto, calcified lesion of the lcx and vessel tortuosity but the stent could not pass, device was removed. The physician gave up the surgery. No other clinical sequelae were reported. Evaluation summary: the distal tip was flared indicating that it may have been stubbed during advancement. A number of struts on the 1st proximal segment were raised and pulled proximally. The 1st distal segment was partially expanded. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (failure to deliver stent and stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ chronic total occlusion (cto), tortuosity and calcification. (Deformation problem), evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ chronic total occlusion (cto), tortuosity and calcification. Inherent risk of procedure ¿ (failure to deliver stent and stent deformation). (B)(4).